Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a possible detached sensor wire upon sensor deployment. Patient visited endocrinology physician's assistant, urgent care, and emergency room to help locate the wire in her arm. The ER doctor removed the wire from her arm. Patient did not report any further injury or any medical intervention at the time of contact with dexcom technical support.